Event description:
During endometrial ablation the thermacare handpiece malfunctioned, the console read that it was overheating. The device was removed and another handpiece was opened and the procedure proceded without further problems. No harm====================== manufacturer response for thermachoice iii, thermachoice iii (per site reporter)======================